Manufacturer narrative:
8/28/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The production lot number was unavailable therefore, the production site is unk.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract. The surgeon applied another device without pt injury.